Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced a bent infusion set cannula on two occasions. Customer reported that the bent cannula occurred on the first day of use. Customer's blood glucose level was 425 mg/dl at the time of the incident. Customer did not troubleshoot for the elevated blood glucose level. Customer had already changed out the infusion set at the time of the call. An infusion set is expected to be returned.